Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) haptic of the pre-loaded lens did not open spontaneously after it was inserted in the eye. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Received video starts with the nozzle tip of an company device already in the wound, the plunger is advancing from the depth guard and the iol is already entering the eye. The iol appears to be in the correct position for advancement. As the iol enters the eye, the optic slowly unfolds. The leading haptic slowly unfolds from the folded position towards the edge of the optic, the trailing haptic remains in the folded position on the optic for several seconds. The video ends. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4).